Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, with residue on the lens. Visual inspection found the lens optic and haptic torn, with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.50 diopter, in the patient's left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2020 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.